Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the haptic broke. The iol was exchanged during the initial procedure. Additional information was provided by the initial reporter that when the surgeon was removing the iol in two halves, the second half of the iol adhered to the endothelium of the cornea making this difficult and causing some degree of endothelial damage. The patient is currently receiving topical corticosteroids in doses higher than usual due to corneal opacity due alteration in the function of endothelial cells.